Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the pump's cartridge and pneumatic areas, ensuring the cartridge was properly attached and the o-ring was removed from the pneumatic tap. Following guidance from technical support, customer successfully completed the load process and resumed insulin deliveries independently.